Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video system center exhibited no image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the approved final investigation. The customer contacted olympus technical assistance support (tac). Unit was working until the unit was swapped out. Customer will swap the remote cable and video converter box then reach out to gmed for support. Tac emailed the customer for an update. There was no report on update. The device did not be return to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.